Event description:
A (B)(6) female pt called in to zoll lifecor customer support to report that the battery charger was blinking red. The pt was provided with a replacement battery and battery charger.

Manufacturer narrative:
Battery charger (B)(4). Battery pack (B)(4): 01/2009. Device eval summary: device eval of battery charger (B)(4) and battery pack (B)(4) have been completed. The reported problem (battery charger problem) has been confirmed. Upon inspection, the battery was found to have defective cells. One or more of the cells had residue/corrosion on them. The source of the residue/corrosion has not been positively identified, but is likely electrolyte from a leaking cell. The root cause of the leaking cell was not positively identified. It was also discovered that the battery charger was found to have a defective component u13. The u13 component is a 28-pin microcontroller located on the bedside plug in board pca. The root cause of the defective component cannot be positively identified, but was likely from the leaking cell. No adverse event resulted from the defective battery charger or the battery pack. The pt received a replacement battery charger and battery pack.